Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product detached from the sharp hub when the catheter was advanced and the sharp was retracted. When this happened, the catheter free flowed with blood return and created a safety risk with lots of blood on the patient/stretcher, etc. The facility had multiple staff members who encountered the same situation. Sample is not available for return. There were patient involvement and no harm reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.